Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that their device was running really slow again, it takes 5 minutes to get a bolus. The patient was walked through closing all applications and restarting the handset. The patient confirmed sound, blue-tooth and location were on. The patient then turned off airplane mode and turned it back on briefly. The patient then tried to bolus and was able to get to 90% and 24min to go. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement handset. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6). Product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.